Event description:
It was reported that the patient¿s renal ultrasound (us), urinalysis (ua) and urine electrolytes appeared normal. A right heart catheterization (rhc) on (B)(6) 2021 showed appropriate filling pressures. The patient's cardiac arrhythmia resolved on (B)(6) 2021. The patient was ultimately discharged in good condition. The patient was instructed to continue taking diuretics once a day and will have follow up labs drawn by home services.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had renal dysfunction. Creatine was increased on (B)(6) 2021 to 2.4 from 1.5. The patient was on torsemide 20 mg twice a day and was instructed to decrease to 20 mg daily on (B)(6) 2021. The patient's weight increased from (B)(6) lbs on (B)(6)2021 to (B)(6) lbs on (B)(6) 2021. The patient had volume overload. The patient denied shortness of breath, but admitted to leg edema, bloating and decreased ejection time (et). The patient was scheduled for direct admission on (B)(6) 2021. On (B)(6) 2021 a chest x-ray revealed mild pulmonary edema with questionable small left pleural effusion. On (B)(6) 2021, the patient had 6 beats of ventricular tachycardia per telemetry rhythm strip.